Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a skin infection around the abutment. Treatment with oral & topical antibiotics (type & date not reported) was attempted.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.